Event description:
It was reported that the blue shaft of the administrative set had a different length and did not fit in the infuser. During physical inspection, it was found that the disposable could not be successfully connected to the device. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Three devices were returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.